Event description:
Pt tested blood glucose = 110 mg/dl before bed and dosed her insulin accordingly. During the night, her husband gave her several glucose tablets and food because of an insulin reaction. She tested blood glucose on suspect device as high, 558, 547 mg/dl. At the hospital, her blood glucose was 311 mg/dl (lab) and her suspect device showed blood glucose = 491 mg/dl. She rec'd an intravenous and is doing better now. Pt never changed the code key for 1/5 years.